Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and a dilation of the left atrium for a mitraclip procedure. A mitraclip was able to be placed successfully, after the lock line was removed the clip opened. The clip opened continuously from approximately 5 degrees to approximately 25 degrees. An additional clip was implanted to stabilize the clip that had opened. The final mr was grade 3-4. There were no adverse patient sequelae or clinically significant delays.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported clip opened while locked cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.